Event description:
It was reported that the artificial urinary sphincter was implanted approximately two years ago. The patient now presents with erosion of the cuff. The cuff ws in a non-operational/inoperative condition. The device was expected to be removed and then repositioned after a period of time. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.